Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had insulin flow block alarm and customer tried all the remedies. The blood glucose of the customer was 230 mg/dl. The patient has tried different cannula lengths. The customer reported that insulin was exited and cannula was not bent. The device will be returned for the analysis.